Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with no physical damage on the pump. The device displayed error code 1720 when the pump was powered up. The cause of the issue is believed to be a faulty capacitor. The capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1720. It was also reported that there was no patient involvement.